Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited noise episodes. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of over sensing noise was confirmed. Final analysis found that as received, a complete lead with stylet inserted was returned in one piece measuring 57.6 cm. An external insulation abrasion was found at 14.3 ¿ 14.5 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.